Event description:
It was reported there was no longer any visualization from the subject device. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information; however, no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Corrected fields: d3, e1, g1. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable is broken and the fiber bonding in the outer tube area (distal end) is damaged a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is not displayed. The most probable cause for the malfunction is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported there was no longer any visualization from the subject device. There were no reports of patient harm.